Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and motor test. No motor error alarm was noted. The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip, a missing end cap sticker and a missing graphic design layer of the address and serial number label. Medtronic,

Event description:
Customer reported she was hospitalized due to high blood glucose was 468 mg/dl. Doctor informed customer to call in because she didn't think the device was working properly. Customer's symptoms were rapid heart rate, nauseous, and thirsty. Customer reported the event leading the hospitalization was the device alarmed motor error during bolus. Customer stated the device alarmed motor error a week prior to hospitalization and alarm occurred three additional times. First alarm occurred during bolus and others during normal use. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and